Manufacturer narrative:
Medwatch submitted to the FDA on 10/31/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of minimal bruising and swelling, nodules, immunological response, and feeling uncomfortable are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of minimal bruising and swelling, nodules, immunological response, and feeling uncomfortable as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm voluma with lidocaine injection."

Event description:
Patient reported they were injected to the tear troughs (periosteum in tt1, tt2, tt3 right and left) with juvéderm volbella with lidocaine and to the cheeks with unspecified juvéderm voluma. After injection there was minimal bruising or swelling and ¿a great result.¿ six weeks later patient developed a nodule in tt2. The patient¿s injecting physician could ¿palate¿ the nodule but there were no signs of infection. Two days later patient developed oedema confined to the tear trough with no signs of infection (pain/inflammation/pyrexia). The injecting physician felt it was ¿some kind of immunological response.¿ patient visited another healthcare professional who hyalased the area. The nodule ¿appeared to resolve¿ however within a couple of days the nodule had resurfaced and nodules had also appeared on the left side, becoming increasingly more uncomfortable. The injecting physician prescribed doxycycline for 2 weeks, after which there was little improvement and patient developed a further nodule. The antibiotics will be continued another week and then ciprofloxacin will be added. This is the same event and the same patient reported under MDR ID #3005113652-2016-00848 ((B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm voluma, also a device manufactured by allergan.